Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable became frayed, and could no longer be used to charge the pump. There was no reported adverse effect to customer's blood glucose level. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.